Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin for two weeks (dose and frequency not reported) and intraperitoneal cefepime for two weeks (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing at this time. The following month, the patient had recovered from this peritonitis event. No additional information is available.